Event description:
It was reported that the device was issued to a patient for infusion of remodulin for treatment of pulmonary arterial hypertension. The reporter stated the device would "not hold a charge". No adverse effects to patient reported.